Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console during case exhibited system power off and also the battery back up did not function properly. Information regarding surgery and patient impact was not provided. Additional information received upon follow-up states that the scheduled surgery was vitrectomy. The console was shut down on its own with no notification or error message displayed. Surgery was completed by restarting the system and re priming the cassette. There was no harm t the patient.